Event description:
It was reported that burr stuck on wire. A 1.75mm rotalink plus and a 330cm rotawire were selected for use. During procedure, it was noted that the knob did not move when the burr was inserted into the patient's body. Subsequently, the burr became stuck on the rotawire and there was unusual feeling met when advanced. The burr and wire were then removed and replaced with another of the same to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. The rotawire was able to be removed with some resistance due to kinks in the wire. The advancer knob is able to move freely and moves the burr with no issues. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil has become stretched due to manipulation during the procedure. After removal of the returned rotawire, a device to device interaction test was performed by inserting a test guidewire into the device and it was able to pass through. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that burr stuck on wire. A 1.75mm rotalink plus and a 330cm rotawire were selected for use. During procedure, it was noted that the knob did not move when the burr was inserted into the patient's body. Subsequently, the burr became stuck on the rotawire and there was unusual feeling met when advanced. The burr and wire were then removed and replaced with another of the same to complete the procedure. There were no patient complications reported.